Event description:
A customer contacted beckman coulter inc, (bci) regarding erroneously elevated troponin (accu tni) results generated by the synchron lx I 725 instrument for multiple pts. Pt a: an initial result was 0.56ng/ml. The sample was tested on a different instrument in the customer's lab and results were: 0.20ng/ml and 0.19ng/ml. Pt b: the initial result was 1.38ng/ml and four results of 0.08ng/ml were obtained upon repeat. The sample was tested on the different instrument and a result of 0.07ng/ml was obtained. Pt c: the initial result was 0.87ng/ml and two results of 0.05ng/ml were obtained when the sample was retested. The sample was tested on the different instrument and a result of 0.04ng/ml was obtained. Pt d: the initial result was 0.65ng/ml. The sample was retested several times and accu tni results were in the range of 0.01-0.46ng/ml. The sample was tested on the different instrument and result was 0.02ng/ml. The accu tni results were reported out of the lab. No report of pt injury, death, or change to pt treatment has been reported to bci to date in connection with this event.

Manufacturer narrative:
Only one level of qc was run in 2008. Per accu tni manual, at least two levels of qc should be tested in a 24 hour period. Four levels of qc were tested on two days with acceptable results. Two system checks were completed the following day with good results. Based on the event log, no error occurred during this time period. The specimens were collected in bd, 13 x 75 lithium heparin plasma tubes with gel. The samples were centrifuged refrigerated at 4,400 rcf for either 3 or 6 mins. Per tube MFR, the samples should be centrifuged at 1,100 to 1,300 rcf for 10 mins. They recommend the spinning to be done at room temperature for the gel separator tubes. A field service engineer (fse) was dispatched. The fse inspected and serviced the instrument. The fse adjusted the main pipettor and the mixer speed which was low. The fse replaced peri pump tubing, cleaned wash valve, and replaced aspirate probes. The fse checked all lines for occlusions, and emptied and flushed the wash buffer reservoir to clear any possible plugging in the wash line. The fse verified the repairs, per established procedures and results met published performance specs. Although the customer did not follow centrifuge recommendations from the tube MFR, and the fse made several hardware repairs, a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.